Event description:
Potential for contamination of sterile field. Instrument found in tray with bone inside. Questionable cleanable instrument. Has complex decontamination instructions and does not disassemble for cleaning.

Event description:
Potential for contamination of sterile field. Instrument found in tray with bone inside. Questionable cleanable instrument. Has complex decontamination instructions and does not disassemble for cleaning.